Event description:
It was reported that a remote transmission showed that the right ventricular lead had four out of range low impedance measurements since the last interrogation. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.